Manufacturer narrative:
The safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies including previous stent or stent graft or previous surgical repair in the descending thoracic aortic area. In addition, the IFU states that complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic rupture and death. Care should be taken not to balloon outside of the gore® tag® conformable thoracic stent graft. Ballooning native vessel could lead to vessel damage, rupture, or death.

Event description:
On (B)(6) 2020, this patient underwent an endovascular procedure whereby a conformable gore® tag® thoracic endoprosthesis with active control was implanted in the thoracic aorta, proximally to a previously implanted cook® custom made device, to treat a suspected endoleak of unknown origin. It is unknown for what pathology the cook® custom made device was implanted. Measurements of the thoracic aorta were not provided. After deploying the gore® tag® device, the physician performed ballooning (balloon manufacturer unknown). Upon ballooning, the thoracic aorta ruptured. Two additional conformable gore® tag® thoracic endoprosthesis with active control devices were implanted proximally. However, the patient did not recover and expired.

Manufacturer narrative:
Additional information/corrected data. Section a: patient information. Additional narrative: the reason for the cook implant was due to a paraviceral aneurysm.